Event description:
The complaint involved a patient who underwent knee revision surgery on (B)(6) 2013. The original surgery was dated (B)(6) 2013. Both surgeries involved implantation of omnilife devices. The revision surgery was performed due to loosening. A smaller dovetail ultra insert was implanted to resolve the fit.

Manufacturer narrative:
Evaluation summary: the implant was not returned for examination; therefore, omni could not use the implant usage ticket info to confirm the lot numbers of the product reported. Based on the info provided, a review of manufacturing and sterilization records was performed. All implant lot records were reviewed and there were no deviations reported. There was no report of defect or failure to meet identity, quality, durability, reliability, safety, effectiveness, or performance of the device.